Event description:
It was reported that the patient presented in-clinic for routine follow-up, atrial undersensing was noted. It was also noted that the device had reached eri normally. The device was replaced due to the normal eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.